Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of discrepant elecsys ca 19-9 immunoassay (ca 19-9) results for 1 patient sample on a cobas 8000 e 602 module with serial number (B)(4). The initial ca 19-9 result was 161.5 u/ml. The ca 19-9 result was 25 u/ml in the same laboratory with a siemens instrument. On (B)(6) 2018 the sample was repeated and the ca 19-9 result was 161.7 u/ml on the e 602. The sample was tested in another laboratory on other c 502 and siemens instruments. The results from each analyzer correlated with previous result for that type of analyzer. Specific data was not provided. The customer deemed the (B)(4) result from the siemens instrument to be correct. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
Additional information was provided that the siemens instrument that was used was a centaur xp. Product labeling states the measured ca 19-9 value of a patient¿s sample can vary depending on the testing procedure used. Ca 19-9 values determined on patient samples by different testing procedures cannot be directly compared with one another and could be the cause of erroneous medical interpretations. The investigation was unable to find a definitive root cause.